Event description:
After an implantation period of approximately 2 months, it was reported that the ventricular lead was dislodged. The lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the two leads was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection of serial number (B)(4), a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending resulted from mechanical forces applied during the surgery. Further inspection of both leads showed cuts in the insulation. It is reasonable to assume that these cuts occurred during the explantation procedure. Blood penetrated both leads. Further analysis of the two leads did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for these two leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.